Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the device was subjected to positive pressure. A leak test was carried out and liquid was observed to be exiting from the tip of the device. An examination of the balloon material identified no issues. A visual examination observed no issues or damage to the tip of the device. Visual and tactile examination found no kinks to the shaft of the device. A leak test identified liquid exiting the tip of the device which is an indication of a breach between the wire lumen and the inflation lumen. It is not possible to identify the exact location of the lumen breach. This type of damage can occur potentially due excessive force being applied when loading the device on to the guidewire. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and in the correct position on the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The 60 % stenosed target lesion was located in the non-tortuous and non-calcified vessel. A 12.0 x40, 75cm gladiator elite was advanced for dilation. During the procedure, when the balloon was pressurized at 3-4 atmospheres, the balloon did not inflate and when removed it looked like the balloon was leaking at the bonding point on the distal end. Consequently, a visible pinhole was noted on the balloon. The procedure was completed with another of the same size. No complications were reported.

Event description:
It was reported that balloon rupture occurred. The 60 % stenosed target lesion was located in the non-tortuous and non-calcified vessel. A 12.0 x40, 75cm gladiator elite was advanced for dilation. During the procedure, when the balloon was pressurized at 3-4 atmospheres, the balloon did not inflate and when removed it looked like the balloon was leaking at the bonding point on the distal end. Consequently, a visible pinhole was noted on the balloon. The procedure was completed with another of the same size. No complications were reported.